Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Add'l info will be submitted upon 30 days of receipt.

Event description:
The pt was admitted for a procedure in 2008 with a de novo and heavily calcified, 99 % lesion in the mid left anterior descending branch. The vessel was highly tortuous and highly flexed. Pre-dilation was thoroughly conducted. Then physician tried to deliver a 2.5 x 18mm cypher to the target lesion, but he had difficulty delivery it and the stent struts became flared at the distal edge; the cypher failed to cross. Therefore, the physician managed to delivery a taxus stent for implant although there was difficulty crossing again. The procedure was successfully completed. There was no pt injury reported. The physician did not indicate any anomalies prior to use.